Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Based on known device settings, the generator battery is likely nearing end of life but should not yet be at end of life. The pt has reportedly experienced a recent increase in seizure activity. The pt is schedueld for vns therapy system replacement surgery. Lead break is suspected. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.

Event description:
Further follow-up revealed that the pt underwent device replacement.